Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the image acquisition system (ias) config file loaded from a backup and the software was reloaded. The detector was not ready due to an umbilical fault. They replaced the mobile view station (mvs) interface cable. A system checkout was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during planned maintenance (pm) that the system would not initialize. The manufacturer representative (rep) found that the config file was corrupt. The rep reloaded software and a new config file but the issue replicated. No patient was present at the time of the event.

Manufacturer narrative:
H3) the imaging system computer was returned to the manufacture for evaluation. After functional testing, performance testing, visua l/physical examination and usability inspection the reported issue was not confirmed. The computer passed bench testing. Os and the application booted up successfully. Time/date,(cmos check) good and virus scan was completed successfully. They installed the computer on a known working system the system initialized. Motion, generator, communication and charging readied. Motion calibration passed, they ran rad gain calibration and run fluoro gain calibration and both were successful. 2d and 3d images were acquired successfully. No failure was found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the interface cable was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical e xamination, and usability inspection the reported issue was not confirmed. The mobile view station (mvs) umbilical was tested by using cable validator. Bench test passed. Gbit, 100t and continuity test passed. They installed the mvs umbilical cable on a known working system. Motion, generator, communication and charging readied. 2d and 3d images were acquired successfully. No issues found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis correction made to eval code result 114 is associated to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.